Manufacturer narrative:
The reported event of noise oversensing was confirmed. Final analysis found that a partial lead (only distal portion) was returned in one piece measuring 39.0 cm. External insulation abrasion was found at 8.2 ¿ 8.7 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead and right ventricle (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. Both ra and rv leads were explanted and replaced. The patient was stable throughout.